Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report. This is the same patient/event as MFR. #9610726-2011-00175 and 9610726-2011-00177.

Event description:
The customer reported via the sales rep, (B)(4), that four size 14 exeter plugs fractured within one week. No adverse consequences reported.